Manufacturer narrative:
Reported issue. Angled saw wouldn¿t verify. Changed attachments. Still wouldn¿t verify. Changed mics and verification passed. Robotic arm also started jumping and making a high pitch squeal when entering haptics on distal cut. Checked all vizadiscs, cords and camera were cleaned prior to case. Called customer support and fde to report and request service. Case type / application: tka. Surgical delay<= 15 minutes. Product inspection. The failure is confirmed as it is under the scope of nc: mics characterization process deviated from the qualified state. Also the serial number (B)(6) lies in the urgent medical device recall list. Device history review. Device history records indicate (B)(4) devices were manufactured under lot 42020715 and (B)(4) devices were accepted into final stock on 08/12/2015. Review revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review. A review of complaints in catsweb and trackwise related to p/n 209063, lot number4202015 shows no additional complaints related to the failure in this investigation. Conclusion. The alleged failure mode was confirmed during inspection. No additional investigation or specific actions are required.

Event description:
Angled saw wouldn¿t verify. Changed attachments. Still wouldn¿t verify. Changed mics and verification passed. Robotic arm also started jumping and making a high pitch squeal when entering haptics on distal cut. Checked all vizadiscs, cords and camera were cleaned prior to case. Called customer support and fde to report and request service. Case type / application: tka. Surgical delay<= 15 minutes.

Manufacturer narrative:
Serial specific voluntary recall was initiated for the mako integrated cutting system (mics) within scope of a CAPA. The initial root cause analysis determined that the process for characterizing mics handpieces for specific serial numbers deviated from its qualified state at the time of validation. The CAPA investigation is currently in progress and an updated communication will be submitted upon completion of the investigation.

Event description:
Angled saw wouldn¿t verify. Changed attachments. Still wouldn¿t verify. Changed mics and verification passed. Robotic arm also started jumping and making a high pitch squeal when entering haptics on distal cut. Checked all vizadiscs, cords and camera were cleaned prior to case. Called customer support and fde to report and request service. Case type / application: tka surgical delay<= 15 minutes